Event description:
It was reported that a xience xpedition 2.5 x 12 mm stent was implanted in an unspecified vessel. During deflation of the stent delivery system (sds) balloon using the indeflator from the priority pak 20/30, the black locking switch on the indeflator handle broke. It was exchanged for an unspecified inflation device and deflation of the sds balloon was completed. There were no adverse patient effects and no clinically significant delay of procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.